Event description:
On (B)(6) 2011, it was reported that the patient's infusion device displayed e7 (electronic error). The patient changed the battery in the infusion device and none of the buttons would respond. The device then displayed e8 (power interrupt). Preliminary evaluation of the device revealed that the soft components of the housing are worn down heavily. Therefore moisture entered the infusion device and caused damages to the device's electronics. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an always activated up button and therefore all the buttons do not react on pressure. Additional information will be provided when evaluation is complete. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.